Event description:
(B)(4).

Manufacturer narrative:
The maquet fst was able to repair the device and secure it with a new retaining clip (a.k.a. Circlip). The original circlip was verified by the manufacturer to be conforming to its specification. Maquet believes that during the installation, the circlip that secures the spring arm to the rest of the configuration was not correctly seated. This allowed the spring arm to slide down. The correct assembly directions are in the installation manual and state that when properly installed, the circlip should turn freely in its groove. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.